Event description:
Boston scientific received information that during the attempted implant procedure of this right ventricular lead, prior to pocket closure low out of range pacing impedance values were exhibited. The physician elected to remove the lead and replace with another boston scientific lead of same model type. No adverse patient effects reported and impedance values with the new lead observed at 993 ohms. Product return remains uncertain.

Manufacturer narrative:
Our investigation at this time is complete. This investigation will be updated should the product be returned for laboratory analysis.

Event description:
Subsequently, the product was received for laboratory analysis.

Manufacturer narrative:
Upon receipt, it was noted that the suture sleeve had slid down to the tip of the lead and was located over the tip anode ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Additional analysis was performed to test the pacing impedance measurements. The distal end of the lead was placed in a phosphate buffered saline solution, with the electrodes completely submerged. A bipolar paced impedance test was conducted at 5 volts, and the impedance measured 368 ohms. A comparable lead was tested and produced an impedance measurement of 356 ohms. This testing indicates that an anomaly with the lead itself did not contribute to the clinical observation of low pacing impedance measurements.